Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead,70cm.

Event description:
A report was received that the patient will undergo an ipg and lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg and lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for replacement procedure was that the patient was not receiving adequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg and lead replacement procedure for an unknown reason.

Manufacturer narrative:
Correction to initial MDR: UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an ipg and lead replacement procedure for an unknown reason.